Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 173 mg/dl, compared with the sensor glucose reading of 55 mg/dl. The customer also reported 2 cal error alerts and a change sensor alarm. The customer declined to troubleshoot. The customer was advised that the sensor would be replaced, and to return their sensor back for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.